Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's husband reported that fluid was discovered after patient's pd treatment. There was fluid inside of the cassette door on the gray circles.cassette was wet, but there was no apparent tear in it. In a follow up, the reporter verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient has been able to use the same cycler and new supply kits with no further issues. The cycler set is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's husband reported that fluid was discovered after patient's pd treatment. There was fluid inside of the cassette door on the gray circles.cassette was wet, but there was no apparent tear in it. In a follow up, the reporter verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient has been able to use the same cycler and new supply kits with no further issues. The cycler set is available to return.

Event description:
A peritoneal dialysis (pd) patient's husband reported that fluid was discovered after patient's pd treatment. There was fluid inside of the cassette door on the gray circles. Cassette was wet, but there was no apparent tear in it. In a follow up, the reporter verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient has been able to use the same cycler and new supply kits with no further issues. The cycler set is available to return.

Manufacturer narrative:
Correction h.3.